Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was a faulty user interface pcb . The part needed to repair the device is obsolete due to the age of the device, and therefore the device could not be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device's screen is all white at boot-up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.